Event description:
It was reported "when inserting the peel-away sheath over the swg, the user felt resistance. Checking the sheath, it was found damaged. Therefore, a new kit was used instead to complete the procedure. No injury to the patient occurred".

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath/dilator assembly and a lidstock for analysis. Definite signs of use in the form of biological material were observed on the returned components. Visual and microscopic analysis revealed that the sheath tip was damaged and folded. The sheath was additionally severed to analyze the cross section. The sheath length measured 2 13/16" which is within the specification limits of 2 5/8 - 2 7/8" per the sheath product drawing. The sheath outer diameter measured 0.0955", which is within the specification limits of 0.093"-0.099" per the extrusion product drawing. The sheath inner diameter measured 0.078", which is within the specification limits of 0.076"-0.081" per the extrusion product drawing. The peel-away sheath and dilator were functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "ensure dilator is in position and locked to hub of sheath." The dilator was removed, reinserted back into the sheath, and locked into the sheath hub. The dilator was able to pass through the sheath tip with little to no resistance. R & d and manufacturing were previously consulted regarding investigations of this nature. They stated that various factors could contribute to the observed damage to the sheath tip, including the sheath tip manufacturing process and/or undue force applied unintentionally by the user. Due to the possibility that manufacturing contributed to this damage, they will further investigate this issue. A device history record review was performed, and a finding was identified. A non-conformance was initiated for batch 34r23m0011 to address the issue of the peel-away sheath tearing incorrectly. This is relevant to this complaint. The IFU provided with this kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage." The IFU also states, "precaution: do not withdraw dilator until sheath is well within vessel to reduce risk of damage to sheath tip." The report of peel-away sheath body damage was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath tip was damaged and folded up the dilator. Despite the damage, the sheath and met all relevant functional requirements. Various factors could contribute to the observed damage to the sheath tip, including the sheath tip manufacturing process and/or undue force applied unintentionally by the user. Therefore, the root cause is undetermined. A non-conformance was initiated to further investigate potential root causes at the manufacturing site. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "when inserting the peel-away sheath over the swg, the user felt resistance. Checking the sheath, it was found damaged. Therefore, a new kit was used instead to complete the procedure. No injury to the patient occurred".